Manufacturer narrative:
Product investigation summary: one (1) reamer-irrigator-aspirator (ria) drive shaft (part 314.743, lot 7432392) was returned with a complaint stating that the distal end was found broken. The complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The balance of the device shows some surface wear but is in functional condition. Replication of the complaint is not applicable as the device was returned broken. A visual inspection and drawing review were performed as part of this investigation. The complaint condition is the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The ria technique guide addresses recommended use and information on care and maintenance is provided per the processing synthes reusable medical devices. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Further evaluation shows that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part number: 314.743, synthes lot number: 7432392: release to warehouse date: february 25, 2014. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of the drive shaft it was found that the tip was chipped. There was no patient involvement. This is report 1 of 1 for (B)(4).